Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿urinary problems. Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of an lavh, right ovarian cystectomy and a diagnostic laparoscopy with lysis of adhesions performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/1/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to suspected right upper quadrant incisional hernia, dysmenorrhea, dyspareunia, metrorrhagia and suspected adenomyosis. It was reported that patient underwent diagnostic laparoscopy with adhesiolysis on (B)(6) 2007 due to right upper quadrant pain. No additional information was provided.